Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of 47 mg/dl or above. Low bg causes were not known. Customer consumed glucose tablets and carbohydrates and adjusted the pump settings with their healthcare provider to address bg. Reportedly, the customer continued to use the pump for insulin therapy.